Manufacturer narrative:
The device was not returned for evaluation. The reported complaint cannot be confirmed without the returned sample. A device history review (DHR) could not be completed due to the unknown lot number.

Event description:
The event involved a leak of amiodarone between the microclave neutral connector and IV tubing during infusion. There was no adverse event and no medical intervention required.